Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, but the pump still did not function. Ultimately, technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.